Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis event.as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number ( h10j10015) with no defects noted. The cause of the peritonitis was undetermined.

Event description:
On (B)(6) 2011, baxter product surveillance contacted the peritoneal dialysis (pd) nurse regarding a past reported alarm. The pd nurse stated that the home patient (hp) was transferred to the present nursing home (nh) on (B)(6) 2011. The pd nurse also stated that the hp was previously diagnosed with peritonitis ((B)(6) 2011) while living at another facility. He was on intraperitoneal (ip) antibiotic treatment (name unknown) upon admission to the present nh. Culture results were unavailable. The pd nurse stated that the hp was back in the hospital at the time of this report, for an evaluation of confusion and dementia which was unrelated to peritoneal dialysis therapy. Hospice was also being considered as a next step. No additional information was provided.